Manufacturer narrative:
As this lv lead will not be returned no analysis will be conducted. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged thus a revision procedure took place to replace this lead. During the revision some discharge was seen from the device pocket. The physician took samples of the culture. At this time the device remains implanted, while the lv lead was discarded. No adverse patient effects were reported.